Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/19/2009, that a customer had an issue with the vistec sponge. The customer stated that the dressing frayed during use in surgical site.